Event description:
The following information was received from the tropical study: on 06: the patient was hospitalized three months earlier for 18 days for CABG (lima;lad and rima;m1). This event was reported as resolved and unrelated to the index procedure and device.